Event description:
It was reported that the ilet would not charge despite attempts with the supplied charger, multiple other chargers, and different outlets, after which the device became fully depleted and therapy could not be resumed; the issue aligned with a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an energy storage system problem consistent with a device battery issue and premature discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.